Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a set of sheared teeth on the first row of the firing rack. Pmv performed functional testing which included the instrument was successfully loaded with a sulu . After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy/jejunum resection, the surgeon clamped the tissue, pushed the green button, tried to squeeze the handle, however it ran idle and could not fire the device. They removed and reconnected the cartridge, however the same event occurred. They replaced the handle and the firing was completed with no problem. The status of the patient is with no problem. No adverse events reported.